Event description:
It was reported to boston scientific on (B)(6), 2011 that a sensor urological guidewire was used in a percutaneous nephrolithotomy procedure on (B)(6), 2011 (patient ID, age and weight are unknown). According to the complainant, while using a fascia needle along with the guidewire, a portion of the guidewire became detached and was dislodged inside the patient. The physician observed the end of the guidewire on fluoroscopy, but was unable to remove it. The procedure was successfully completed with another of the same device. The patient will be tracked for any issues resulting post-procedure. Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
(B)(4): according to the complainant, the device was retained and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.